Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited a lead safety switch due to a high out of range pace impedance measurement. Technical services recommended a follow-up to review lead configurations and ensure system integrity. No resulting adverse patient effects were reported and to date, no intervention has been required. The field representative reported the physician has elected to resolve via lead safety switch deactivation.